Event description:
Hospital staff tried to disable c-arm motions by using the inhibit button, but pressed the button that disables the patient contouring feature. Due to this mis-use of disable motion button, the positioner moved and caused the nurses leg to be broken.

Manufacturer narrative:
Also received FDA mw on 21 july 2006.